Manufacturer narrative:
The customer measured 250 patient samples in duplicate on 05-feb-2018 and 06-feb-2018. 10% of all results had deviations that were between 20 and 129 %. Related quality controls did not show such variations. There have been no issues with quality controls. The alarm trace from 05-feb-2018 to 07-feb-2018 contained several sample pipetting and clot error messages. These messages continue to be present from 20-feb-2018 to 21-feb-2018. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The customer stated the complained test results did not occur in a series, but were spread out sporadically during the day. The customer stated several results were questioned daily and differed from repeat results, but they cannot determine which result was correct. No further details could be provided by the customer. There have been no issues with quality controls.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for the elecsys vitamin d ii assay (vitamin d) on three different cobas 8000 e 801 modules - e801 (designated as analyzers e2-1, e1-1, and e4-1). Around 10% of the samples have results that deviate more than 20% between measurements. The customer is running samples in duplicate for the vitamin d assay. The customer provided data for a total of 84 patient samples. Of these, 9 had erroneous results that were reported outside of the laboratory to the doctor. Refer to the attachment for all patient data. No adverse events were alleged to have occurred with the patients. A serial number of 1738-09 was provided for one of the three involved e801 analyzers. The serial numbers of the other two analyzers was asked for, but not provided.